Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization treatment, the eighth coil used in the case prematurely detached inside the microcatheter with the remaining half of it inside the aneurysm. An attempt to push the coil into the aneurysm with a guidewire was unsuccessful. Therefore, a goose neck microsnare was used to try to remove it. However, the coil was finally able to be removed successfully from the patient using another competitor snare retriever. The patient is reported fine and well.

Manufacturer narrative:
Correction: fei-based, to: cfn based. Fei was selected in error. Our 1-3 acknowledgments from our initial submission are attached. Section d2 changed device product code from hcg to krd. Investigation summary: the investigation of the returned coil system found the implant completely stretched. The investigation found the implant¿s monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
See h10.